Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's son is calling on behalf of the customer. The customer's expected fasting blood glucose test result range is 70 to 150mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose result. The product is stored in the kitchen. The customer is unable to provide the lot number of the test strips due to keeping the test strips in the zipper part of the meter carrying case (not stored in original vial). The meter memory was reviewed for previous test result history: (B)(6).